Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field (d4, d9, g2, h3, and h4). The device was evaluated by olympus. And the stent was detached from the preloaded stent. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the control knob of the guide catheter might be pulled by a factor. Therefore, the stent was released and fell off into the patient's body. However, the root cause of the reported event could not be determined. The event can be prevented, by following the instructions for use which state: "if this instrument is broken in the body, collect any piece of the instrument left in the bile duct with grasping forceps. Observing, fluoroscopic images. If such a piece falls off in the duodenum, collect it with grasping forceps, too". Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography procedure the single use biliary stent fell off inside the patient's body before it was released. The stent fell into the duodenum and was retrieved with forceps. The retrieval time was about 5 minutes. The device was replaced with another one and the procedure was completed. There was no reported patient impact.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.